Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed oozing and a hematoma at the access site. The cath lab technician applied pressure to the hematoma, which resulted in a reduction of oozing. The sheath was redressed, and the angle of insertion was adjusted due to shallow vessel placement. Additionally, the patient remained mottled, and pulses in the bilateral lower extremities were significantly diminished. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.

Manufacturer narrative:
D4 (lot number) - the device was returned, and the lot number was updated to 3xk 02 from the initially reported 3jb255. G3 represents the date that the product problem was reported to olympus. On july 24, 2024, additional information was received regarding the teflon fragments falling in the patient and being retrieved with forceps thereby making the event also a serious injury. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.